Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the (B)(6) pages of med records info it appears that on (B)(6) 2013, the pt's blood pressure dropped and she became unresponsive during her dialysis treatment. Pt recovered but refused to resume dialysis treatment or go to the hosp. There is no documentation in the med record that shows a causal relationship between the pt's dialysis treatment or dialysis products and the pt's unresponsive episode. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
On (B)(6) 2013 the pt had 20 minutes remaining in her dialysis treatment when she complained of not feeling well. Her blood pressure dropped from 170s to 137/89 and the pt proceeded to vomit and have seizure like activities. Oxygen was administered at 2 liter/minute via nasal cannula. Her blood was returned and the ems was called. The pt continued to have additional seizure activity and vomiting prior to the arrival of the ambulance. The pt refused to go to the hosp. She was alert and oriented x3. The pt was encouraged to go to the ER if she started feeling worse. Pt was discharged stable, ambulatory, gait steady. On (B)(6) 2013: dialysis composition: 2.0 k, 2.25 ca, 0.75 mg, 100 dextrose. Sodium (meq/l): 135. Bicarb machine setting (meq/l): 40. Blood volume processed = 81. Bfr = 450. Scheduled time = 3.0.